Event description:
A customer reported a troponin I result of 13.2ng/ml to the floor prior to repeat testing. Upon several retests, the sample results were less than 0.1ng/ml. A biased result of this magnitude might initiate cardiac catheterization. There was no report of pt harm as a result of this event.